Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed failed battery test twice, battery out limit, and unexpected restart error. The insulin pump had a blank display. Customer's blood glucose level was 427 mg/dl. The customer was not connected to the insulin pump when blood glucose level was high. His blood glucose level was treated with an injection. The device was not returned.